Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). During in-house testing, the patient side manipulator (psm) was tested and the reported failure of non-intuitive motion along insertion / axis 3 was able to be reproduced during sine cycle. The complaint regarding insertion issue was confirmed based on the failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting insertion issue, an investigation is in progress to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse conducted an inspection and confirmed the insertion axis of the patient side manipulator (psm) 1 was stuck and not inserted. The fse replaced the psm 1 to resolve the issue. The system was tested and verified as ready for use. The psm has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the customer was not able to insert the instrument on the psm 1 during procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to insert the instrument on the patient side manipulator (psm) 1. There was no obstruction or collision with the instrument and arm and the drape did not interfere. The insertion axis of psm1 was stuck and not inserted. The customer tried to power cycle the system, but issue was not resolved. The procedure was totally completed with the camera and 2 arms (2nd, 3rd arm). The system was powered on initially without any error. The procedure was completed with no reports of patient injury.